Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a motor error alarm and low reservoir alarm on insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that the button was not responding on insulin pump. Troubleshooting was performed. The customer was assisted on how to clear the alarm. The patient's was advised to disconnect from the insulin pump and remove the battery to prevent continued alarms. The customer was advised that the insulin pump is going to be replaced and revert to backup plan. No further information was added.